Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged battery issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was hot to the touch. Subsequently, a malfunction alarm occurred. The customer¿s blood glucose was 80(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.